Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted secondary to patient infection. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There was an allegation of inappropriate shocks within the formal complaint.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. The device was successfully interrogated with a 2920 zoom programmer therefore functional latching was not present.